Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there were problems with 3 inch width plate and a strip of unharvested skin remained on the right side of the plate. The 2 inch width plate worked properly. The event occurred during surgery. There was no harm and no delay reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that there were problems with the 3 inch width plate and a strip of unharvested skin remained on the right side of the plate. The 2 inch width plate worked properly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1 inch/ 2 inch/ 3 inch/ 4 inch width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to (B)(6) 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action implemented a serial number logbook to correct this issue. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was january 18, 2016 where it was reported that the device needed preventative maintenance and the bearings, seal and retaining ring, and o-ring were replaced. This is not a related issue. Product review of the air dermatome on december 11, 2018 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. There were no problems found with the 3 inch width plate. Repair of the air dermatome was performed by zimmer biomet surgical on december 11, 2018 which included replacement of the semi-circle bearings and vespel bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that there were no problems found with the 3 inch width plate. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that there were no problems found with the 3 inch width plate. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.